Event description:
It was reported a plate broke due to patient non-compliance. It was removed.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed breakages. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrections: d3 establishment name - kls martin se & co. Kg. G1 contact office establishment name - kls-martin l.p. G1 contact office manufacturing site name and address - kls martin se & co. Kg. Kolbinger strasse 10. Muehlheim/donau, deu 78570, deu.